Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported she was doing her trial and switched from the left side to the right side and as soon as she switched sides she felt nerve pain from the leads running down her toes. The patient stated the stimulation was not even very high. The patient stated on the left side was on 3.0 v and on the right side it was 1.5 and that was too strong. The patient was instructed to change back to the left side. The patient stated switching back to left helped the nerve pain, but she still had some sensitivity on the right butt cheek. Additional information from the patient reported the trial began on (B)(6), a basic evaluation. The patient reported pain on the right side going down her legs and toes. The patient stated they were not having any issues on the left side. The patient changed back to the left side because the patient was also having better results on the left side. The patient reported she was having pain in the buttocks area. The patient had called the healthcare professional (hcp) but had not heard back. The patient stated she actually had pain all along through the whole trial since the day she began the trial. The patient stated pain was in the back and her side and her right leg and right butt cheek and she had the pain since the trial began. The patient noted she also had fibromyalgia and sciatic arthritis and those things could have been contributing to the pain as well. The patient reported at the trial surgery they poked her more than 10 times to find the nerve and all that contributed to pain. The patient reported the procedure was not fun at all. The patient stated she slept sideways and was afraid to sleep on her back. The patient stated she could not sleep in her bed and she had been sleeping on the couch. The patient stated it felt like something was ¿pulling¿ but she could not identify what it was. The patient stated the pain was definitely from the trial device. The patient stated she had only gone a day without the pain. The patient stated she felt pain in her back and her side. The patient stated even though she does not have it on the right side now, she still felt it since the previous day. The patient stated she had not driven or had not been able to get out of the house. The patient was asked if she wanted to turn off the device and she stated she wanted it to work. The patient stated she wanted to pee. It was noted she had 12 urinary tract infections (utis) before she did the trial. Additional information from the patient reported she was having pain down her leg to her toes from changing sides. The patient had the pain on the right lead. The indication for use is unknown.